Manufacturer narrative:
Subsequently information was received that this patient passed away. There were no allegations when it comes to the device.

Event description:
Boston scientific received information that this device displayed high out of range shocking impedances. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
Should additional information become available this investigation will be updated.